Event description:
It was further reported that in (B)(6) 2015, the patient presented to the emergency department (ed) with complaint of chest discomfort and shortness of breath for 18 hours. The patient stated that the chest pain radiated to the left arm and was aggravated by coughing and pleuritic type of pain associated with shortness of breath. She was found to have non- st elevation myocardial infarction (mi) with a troponin peak 1.1 and was admitted for non-st elevation mi with acute coronary syndrome and systolic heart failure. The subject also presented with acute kidney injury, with creatinine result of 1.47 (compared to baseline of 0.7). A day after, the patient was transferred to another facility for cardiac catheterization and possible cardiac bypass surgery. Seven days later, given the patient's advanced multivessel disease, it was unclear whether the pci would help the patient, but the patient did not have any other good viable options. Post-stenting, the proximal circumflex appeared unchanged which had an eccentric calcified 50-60% narrowing and the lad had an ostial 99% narrowing with slow timi flow 1 that only fed the diagonal branch, due to 100% occlusion of the lad. The pci was considered successful. Five days post procedure, the patient became apneic and complained of severe shortness of breath. The patient was intubated, received an IV fluid bolus and cardiopulmonary resuscitation (CPR). The subject remained with pulseless electrical activity (pea) over 20 minutes and never returned to spontaneous breathing. Code was called. No autopsy was performed. The cause of death was reported as cardiopulmonary arrest secondary to ischemic cardiomyopathy, and non st elevation mi.

Event description:
(B)(4) study. It was reported that ischemic heart disease and death occurred. In (B)(6) 2015, the patient presented with left main shaft stenosis. Subsequently, the index procedure was performed. The target lesion was located in the severely calcified left main coronary artery with 85% stenosis and was 4 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and a 3.50x8 mm promus premier¿ stent, resulting in 0% residual stenosis and no post-dilation was performed. Five days post procedure, the patient experienced ischemic heart disease requiring intervention that prolonged the patient's hospitalization. The patient received chest compressions and died on the same day.

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that in (B)(6)2015, the patient was admitted due to acute systolic heart failure. The patient was transferred from the intensive care unit (ICU) to the intermediate care unit (imcu). The cause of death was reported as cardiopulmonary arrest secondary to ischemic cardiomyopathy, non st elevation myocardial infarction (nstemi) and left apical thrombus.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post the index procedure, there was timi flow3 and angiographic result was assessed as excellent. Three days post index procedure, assessment of the patient included shortness of breath (sob), chronic obstructive pulmonary disease (copd), anemia, renal insufficiency and nstemi with the patient on coumadin, aspirin and clopidogrel. Dobutamine for hypotension was being weaned. Four days post procedure the patient was "doing ok," and denied chest pain, shortness of breath, nausea, and vomiting. Dobutamine was discontinued, with the patient's blood pressure was holding up. Inr was sub-therapeutic at 1.9, and the plan was to start heparin and increase the dosage of coumadin (goal = inr 2-3). The femoral line was planned to be discontinued, but a peripheral IV could not be accessed and heparin was required.

Manufacturer narrative:
Describe event or problem, patient code and device code updated. (B)(4).

Event description:
It was further reported that adjudication result indicates that stent thrombosis occurred.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).